Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the probable cause of colitis was due to both internal iliac arteries being covered. The probable cause for pneumonia was due complications of intubation.

Manufacturer narrative:
Failure to follow instructions (covering the internal iliacs).

Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that an angiogram one day post index procedure showed that the limb was occluded. Per the physician, the cause of limb occlusion was likely due to the hypogastric arteries being covered, vessel tortuosity or calcification. It was noted that patient also developed pneumonia and colitis. The patient received treatment and the physician relined with another 16x10x93 and the event resolved. No additional clinical sequelae was reported and patient is fine.